Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, brown particles and underweight. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on the anterior side due to surgical damage reason for reoperation is rupture, silicone migration, and capsular contracture baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "rupture", capsular contracture baker grade unknown, "cyst formation", "double capsule", and "lymph node with central silicone echogenicity in the left axillary region". The device has been explanted.